Event description:
Additional information received from the consumer and health care provider (hcp) via a manufacturer representative reported a seroma at the pocket site. The pocket was draining liquid from where sutures were located. It was later reported that the hcp decided not to remove the ins and manage the seroma conservatively with antibiotics and observation. The seroma was resolved and the ins would not be removed at this time.

Manufacturer narrative:
Reference MFR. Report #3004209178-2015-23918 for information regarding the implantable neurostimulator (ins) involved in the event. Concomitant medical products: product ID: 3058, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. (B)(4).

Event description:
A physician via a manufacturer representative reported that a patient's lead insertion site and implantable neurostimulator (ins) pocket site had a sore and were opening where the incisions were located. She was not healing. The patient saw her doctor and they treated this as an infection and prescribed antibiotics. An event date of (B)(6) 2015 was noted. The patient also had a nickel and aluminum allergy. Her indication for use was noted as urinary dysfunction and gastrointestinal/pelvic floor. She did not show up for her follow-up appointment and her doctor's office was trying to reach her for follow-up. No troubleshooting or outcome was reported regarding this event. No additional information was able to be obtained. If additional information is received, a follow-up report will be sent.